Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included complete calibration, power switch check, total power failure alarm check, and lithium-ion battery check test without duplicating the customer's report. The main battery was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.